Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2366-70 serial number: (B)(6). Batch/lot number: 7075152 model/catalog description: linear 3-6 lead 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2366-70 serial number: (B)(6). Batch/lot number: 7075246 model/catalog description: linear 3-6 lead 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7091563 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7091441 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6). Batch/lot number: 7073773 model/catalog description: lead extension kit 25cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6). Batch/lot number: 7073873 model/catalog description: lead extension kit 25cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6). Batch/lot number: 7073872 model/catalog description: lead extension kit 25cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6). Batch/lot number: 7073914 model/catalog description: lead extension kit 25cm unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, event occurred a <year> prior to the date the manufacturer became aware.

Event description:
It was reported that the patient noticed loss of sensation at the left leg and had difficulty walking when the patient stood up from lying down. The patient was admitted to the hospital. The physician confirmed that the patient symptoms were not device or procedure related. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed of by the facility. No further information has been obtained.